Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported the patient came with the crown in his hand, the implant was fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite xp® miniplant® 3.25/4 x 11.5mm (os3211) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured/damaged. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (2012032195) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2012032195) and no similar event or complaint was found. Therefore, based the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.